Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements, pacing inhibition and loss of capture for an unknown reason. The right atrial (ra) lead exhibited loss of capture due to a lead dislodgement. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The ra lead and pacemaker were explanted and replaced. No additional adverse patient effects were reported.